Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms (alarms 30 and 31) occurred during the load sequence with multiple cartridges. Additionally, it was reported that the pump time was incorrect, and the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose level was 204 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.